Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Staphylococcus epidermis is an organism that resides on human skin. Therefore, it is reasonable to associate the patient¿s peritonitis to touch contamination, as reported by the pd nurse. Touch contamination is a well-documented risk factor for peritonitis in pd patients. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted customer support reporting that this male patient on peritoneal dialysis (pd) had peritonitis. There were no reported issues with any fresenius products in relation to the reported event. During follow-up, the patient¿s pd nurse reported that on (B)(6) 2019 the patient was experiencing symptoms of abdominal pain and cloudy pd effluent and as a result went to the outpatient pd clinic. A pd culture was performed which yielded growth of staphylococcus epidermis with an elevated white blood cell (wbc) count of 1,493. The patient was treated with antibiotic therapy (per clinic algorithm); to include vancomycin and ceftazidime intraperitoneal (ip) on an outpatient basis. Per the nurse, there were no fluid leaks or any other fresenius device/product issues related to the patient¿s peritonitis event. The cause of the patient¿s peritonitis was due to touch contamination. Reportedly, the patient has recovered from the peritonitis event and continues pd treatment without further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.